Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. (B)(4).

Manufacturer narrative:
Additional info: macroscopic and optical examination did not identify thread crest or flank damage. Functional evaluation with a sample mas found the implant was able to be fully engaged into the mas head without issue. After visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The implant appears to be capable of performing its intended function.

Event description:
It was reported that the patient underwent a posterior lumbar surgical procedure. It was found that the set screw slipped during insertion into the bone screw. The screw was removed and replaced. No patient complications were reported.